Event description:
It was reported that the device was over infusing. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 15-oct-2024. H6: one device was returned for repair in used condition with complaint that the device was over infusing. This device has not been in for service in the review period. No applicable evidence to review in event history. Visual/functional testing was performed. Issue of pump over infusing was not duplicated. No problem found in the fluid delivery of the pump. Performed standard preventative maintenance. Three accuracy tests were performed all the values were between 18.2 ml and 22.2. Unknown for the cause. No problem found in the fluid delivery of the pump. Performed standard preventative maintenance to bring pump into full functionality. Device passed all functional tests after repairs.